Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the percentage got stuck around 91% when trying to deliver a bolus. The patient saw a message: communication error code 356. The patient restarted the handset and communicator. The troubleshooting steps that were taken on the call resolved the issue. It was noted that sometimes the patient missed out on the last bolus due to the daylight saving time change. The patient had a refill coming up on tuesday. Symptoms were not reported.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.